Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (concentration: 2000 mcg/ml, dose rate: 943.2 mcg/day), bupivacaine (concentration: 25 mg/ml. Dose rate: 11.791 mg/day), and clonidine (concentration: 675 mcg/ml, dose rate: 318.35 mcg/day) via an implantable pump for non-malignant pain and failed back syndrome. It was reported that the patient was having troubles finding a physician to manage her pump because her medication doses were too high. It was further reported that the patient doesn't get a consistent relief from the pump and was experiencing increased pain now. A healthcare provider put the patient on fentanyl patches a couple of months ago and she felt better than she had in a long time. It was also noted that the patient doesn't sleep well when they are hurting so bad. The patient felt like she might have "a pinch in the pump" because they feel like their withdrawing sometimes." The current problem was more down in the patient's sacrum. The pump medicine didn't reach the pain in the patient's neck. The date (B)(6) 2021 is considered an approximate date of event (specific year known only). It was further reported that the patient first hurt her back in 1992 and she has had many epidurals, injections and spinal fusion surgery. The patient was to continue working with their hcp to ensure pump was working or discuss other options.